Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a stroke three days following the implant procedure. The patient was hospitalized and the outcome was resolved. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.